Event description:
Reporting status: malfunction. Device issue: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire separated as the stent delivery system (sds) was being pulled out of the patient. The guide wire caught on the stent struts and broke into two pieces. The entire guide wire was removed inside the sds; therefore, no intervention was required. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core was separated at 5.3 cm proximal to the tip. The tip had a cork screw shape. There was no other damage noted to the guide wire. The guide wire could not be tested with a stent delivery system (sds) due to the guide wire being separated. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to separate due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped and how force was applied describes that the guide wire was caught at the deployed stent strut, but the analysis suggests that the guide wire tip became wrapped around the sds. The cork screw shape of the returned guide wire happens when the sds is not tracking well over the guide wire, and then the sds is rotated. This will wrap the guide wire around the sds as found in the analysis. The attempt to pull the guide wire from the sds or pulling the sds with the tip caught, then fractures the guide wire by bending overload as appears to be the cause in this circumstance. The lot history record was reviewed and did not reveal any non-conformities, which could have contributed to this complaint. This MDR is considered closed by the product performance group.